Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that a patient reportedly received the following results on the inform system, compared with a laboratory result, within 10 minutes: hi (greater than 600 mg/dl) (inform) and 226 mg/dl (lab) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.